Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with thin leaflets. The steerable guide catheter (sgc) positioning was noted difficult. Following, an ntw clip was deployed, reducing mr to a grade of 1+. Shortly after deployment, the posterior leaflet was noted damaged. The mr returned to a grade of 4+. Mitral valve surgery was performed as treatment.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported unchanged mr is a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.